Event description:
Three falsely elevated carbon dioxide (co2_c) patient sample test results were obtained from an atellica ch 930 analyzer. Quality control material was also recovering above the control target ranges. The initial test results were above the analytical measuring range for the assay and were not released to the physician(s). The same samples were repeated on an alternate atellica ch 930 analyzer. The repeat test results were released as the correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
A united states customer contacted siemens to report that three falsely elevated carbon dioxide (co2_c) patient sample test results were obtained from an atellica ch 930 analyzer. The customer stated that the millipore water purification system was giving ro motor errors and was in a by-pass mode. Siemens evaluated the available information and found that after the millipore water purification system was repaired and put back in line to the analyzer, carbon dioxide quality control material and patient samples were recovering in the expected ranges. The cause of the falsely elevated carbon dioxide (co2_c) patient sample test results was the millipore water purification system. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.